Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test and alarmed motor error during rewind due to motor encoder out of phase. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to motor error alarm. The insulin pump was unable to confirm alarm due to motor error alarm. The insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported she was hospitalized due to diabetes related incident. Customer reported she thought she was having a stroke because she was having problems with her arms. Customer stated the nurse was attempting to take off the insulin pump and she dropped it. Customer's blood glucose currently was 500 mg/dl. Customer was at 293 mg/dl when hospitalized. Customer stated her blood glucose has been high ever since the hospital took of her device and haven't given her any insulin. Customer's high blood glucose prolonged her stay. Customer reported the insulin pump stated it was empty but the reservoir was still in the device. Customer stated she attempted to rewind and the device couldn't recall what alarm occurred. Customer also stated they might have left the device on her when she had an MRI done. Customer was advised the device will be replaced. No further information reported.